Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) with a octaray, galaxy, 48p, 3-3-3-3-3, d-curve and when it was pulled out of the patient and one of the electrodes looked damaged with a foreign substance attached to it. The material looks like a long thin fiber, clear, and approximately 2 inches long. It was attached to an electrode on the catheter spline and the physician had to pull with force to remove the fiber/strand. The material was attached at one end to the electrode and hanging loose on the other end. The catheter was replaced and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 4-mar-2024, the product investigation was completed. It was reported that a patient underwent an atrial flutter left (l-afl) with a octaray, galaxy, 48p, 3-3-3-3-3, d-curve and when it was pulled out of the patient and one of the electrodes looked damaged with a foreign substance attached to it. The material looks like a long thin fiber, clear, and approximately 2 inches long. It was attached to an electrode on the catheter spline and the physician had to pull with force to remove the fiber/strand. The material was attached at one end to the electrode and hanging loose on the other end. The catheter was replaced and the procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device were performed following bwi procedures. Visual analysis revealed that one spline has a damage electrode. The electrode was observed dented and partially lifted, no internal components were exposed. No other issues were observed during the visual inspection. The customer don't have a photo of the foreign material, but he stated that he sent within a smaller bag with the octaray catheter, however, no evidence was received in the lab. The foreign material reported could be caused by the damage observed on the electrode however, this cannot be conclusively determined a manufacturing record evaluation was performed for the finished device number lot 31161807l and no internal action related to the complaint was found during the review. The issues reported by the customer was confirmed. Even though the foreign material reported by the customer was not returned for analysis, the damage electrode could cause the reported event. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).